Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was difficulty charging due to the location of the generator. Relocation of the implantable neurostimulator (ins) was planned for (B)(6) 2013. The ins will be relocated from the back to the abdomen area. The patient outcome was reported as no injury. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported a pocket revision was performed the day prior to this reported. The patient was doing well. It was noted charging would be evaluated at follow up.

Event description:
Additional follow up information reported that the patient was seen in the clinic on (B)(6) 2013 where it was noted that they had excellent results charging their implantable neurostimulator (ins) and excellent stimulation following the pocket revision procedure. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced difficulty charging. The manufacturer representative planned to meet the patient in the clinic to evaluate charging history. It was later reported that impedances were within normal limits and no malfunctions were seen. Therapy was good; however it was difficult for the patient to charge in the posterior pocket. It was reported that the plan was to move the pocket anterior. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that an explant was planned. It was noted that the reason was unknown.

Event description:
Additional information received reported that the patient was planned for an explant on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was receiving therapy. The reporter noted that they were not told of any symptoms.

Event description:
Additional information received reported that the patient decided to not have his spinal cord stimulation (scs) explanted and would continue to use it for his pain management.